Event description:
The pt experienced an increase in pain in her right hip that goes down her leg. The pain started "a while ago" and has been getting progressively worse. She turned off her device and "it seems to get a little better." The pt thought the device had "moved in her body." Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).